Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to faulty force sensor (gold). Motor passed motor test. Unit passed displacement test and no delivery test. Unable to perform occlusion test due to motor error alarm. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 848 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer's insulin pump had a blank display. Troubleshooting occured. Advised insulin pump would replaced.